Manufacturer narrative:
Corrections: section b: b1 adverse event checked as it was not reported in the intial submission. B2 outcome checked as it was not reported at the intial submission b3 date of event corrected to reflect (B)(6) 2015 section d: d6 implant date corrected to reflect the actual implant date (B)(6) 2013 d10 corrected to reflect actual return date of 4-19-2017. Section h: h1 type of reprtable event is corrected as it was not reported intially. H4 corrected to reflect the actaul manufacturer date as 5-1-2015 . Additional information: the device investigation has been completed and the results are as follows: device history record: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all criteria called for in the the production router. Stock product results: the packaged stock product is not applicable for review since no defect nor was non-conformity observed from return product. Returned sample results: the customer returned an implant and a carrier but not in the original package. The part was visually inspected and verified to be an inclusive tapered implant 4.7 mmd x 11.5mml x 4.5mmp using the radiographic template. No defect was or non-conformity was observed. Root cause: although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the lossof primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. However, established biocompatibility studies have shown that impant materials or manufacturing techniques are not cause for implant failure or infection.

Event description:
It was reported that the inclusive tapered implant failed. The bone grade was noted as grade ii. The patient has no medical or dental history prior to implant. The patient presented on (B)(6) 2013 for implant placement on tooth #4. On 11-5-15 the patient returned for a follow up. Upon exam, the provider notes general bone loss, granulation tissue around the implant without an infection. The provider also notes a loss of integration. It was at that time, the device was removed. The patient current status is noted as "satisfactory."

Manufacturer narrative:
The dentist reported a patient who was a smoker experienced implant loss of osseointegrate. No harm was caused to the patient. Production investigation and DHR review are pending. A follow-up report will be completed when the results become available.

Event description:
It was reported implant loss of osseointegrate. There was general bone loss and granulated tissue around the implant. The patient was a smoker, but was reported to be in a good overall health and no pre-existing conditions. No serious injury or adverse event was reported to the patient. He had bone type quality ii, and was reported to be in satisfactory condition.